Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was a replacement with bipolar leads (beflex), after that the technician interrogated the device and he got into standby mode. After a few minutes the device was ok. Questions: they do the sensing test in unipolar (3mv r waves) and bipolar (2mv r waves) but the device dont let them to program sensing in bipolar, the device said that the lead is unipolar. The impedances were ok. There is risk to the patient because the patient have small r waves and there is a risk of oversensing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
It was a replacement with bipolar leads (beflex), after that the technician interrogated the device and he got into standby mode. After a few minutes the device was ok. Questions: they do the sensing test in unipolar (3mv r waves) and bipolar (2mv r waves) but the device dont let them to program sensing in bipolar, the device said that the lead is unipolar. The impedances were ok. There is risk to the patient because the patient have small r waves and there is a risk of oversensing.